Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b1 and h6 (component code is corrected to 525 - tube). Correction is being made to previously submitted g3- date received by manufacturer, which was not late. The correct date was 07/28/2024. Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material could not be identified. The foreign material may have been unremoved because the device was not reprocessed properly in accordance with instructions for use (IFU) due to leak from biopsy channel. However, a root cause could not be determined. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection" and the prevention method in "gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction is being made to previously submitted g3- date received by manufacturer, which was not late. The correct date was 06/28/2024.

Event description:
It was observed that during the device inspection, the colonovideoscope exhibited white foreign material in the air/water channel. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.